Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary:one MRI isp powerport with 8fr groshong catheter was returned for evaluation. The catheter was returned attached to the port stem with no cath-lock attached or returned with the sample. The catheter was not fully seated against the port body. Two circumferentially-aligned catheter splits were noted, one at 7.5cm from the port body and one at 8.4cm from the port body. One circumferentially-aligned crease mark was noted on the catheter, 9.9cm from the port body. When viewed under magnification, the damage was noted to have jagged edges with some rounding noted on the splits. Based on these findings, the investigation is confirmed for the reported catheter leak. Per the evaluation results, the catheter damage was circumferentially-aligned, restricted to a small portion of the catheter and possessed jagged edges with some rounding noted. These are characteristics typical of flexural fatigue, and it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported approximately one year and six months post port implantation in precordium via internal jugular vein neck approach, the two cracks on the catheter were allegedly identified. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was not provided. The device has been returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported approximately one year and six months post port implantation in precordium via internal jugular vein neck approach, the two cracks on the catheter were allegedly identified. There was no reported patient injury.